Event description:
It was reported that during a routine upgrade procedure, the physician observed wrinkles on the ventricular lead body. It was further reported that the lead had a high threshold values as well. The lead the lead was explanted and replaced. No patient complication was reported as result of this event.

Event description:
It was reported that during a routine upgrade procedure, the physician observed wrinkles on the ventricular lead body. It was further reported that the lead had a high threshold values as well. The lead the lead was explanted and replaced. No patient complication was reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism and sleeve head. The helix was distorted/bent. The outer tubing overlay was melted and the defibrillation conductor distorted. Apparent explant damage was noted. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine upgrade procedure, the physician observed wrinkles on the ventricular lead body. It was further reported that the lead had a high threshold values as well. The lead the lead was replaced. No patient complication was reported as result of this event.